Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture", was reviewed. The article presented a case study of a 78-year-old male patient with a history of heart failure, moderate functional tricuspid regurgitation, chronic obstructive pulmonary disease, and patent foramen ovale. A 25mm epic valve was selected for implant on an unknown date to treat aortic stenosis. The valve was successfully implanted. Approximately nine years later it was structural valve degradation was observed. A valve-in-valve was performed with a 26mm edwards sapien 3. On an unknown date a balloon valvuploplasty (bav) was performed with a 25mm true balloon for a severe patient-prosthesis mismatch. The bav was complicated due to a left ventricular outflow tract- left atrium (lvot-la) fistula seen in the mitral-aortic intervalvular fibrosa with supra-annular mitral regurgitation after the bioprosthetic valve fracture. On an unknown date an 8mm amplatzer vascular plug IV was chosen for implant to treat the lvot-to-la shunt. The device was successfully implanted. Post-procedure the patient's exertional dyspnea and heart failure symptoms improved significantly. [The primary and corresponding author was amr (B)(6).

Event description:
The article, "transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture", was reviewed. The article presented a case study of a 78-year-old male patient with a history of heart failure, moderate functional tricuspid regurgitation, chronic obstructive pulmonary disease, and patent foramen ovale. A 25mm epic valve was selected for implant on an unknown date to treat aortic stenosis. The valve was successfully implanted. Approximately nine years later it was structural valve degradation was observed. A valve-in-valve was performed with a 26mm edwards sapien 3. On an unknown date a balloon valvuploplasty (bav) was performed with a 25mm true balloon for a severe patient-prosthesis mismatch. The bav was complicated due to a left ventricular outflow tract- left atrium (lvot-la) fistula seen in the mitral-aortic intervalvular fibrosa with supra-annular mitral regurgitation after the bioprosthetic valve fracture. On an unknown date an 8mm amplatzer vascular plug IV was chosen for implant to treat the lvot-to-la shunt. The device was successfully implanted. Post-procedure the patient's exertional dyspnea and heart failure symptoms improved significantly. [The primary and corresponding author was amr mohsen, division of cardiology, loma linda university medical center, 11234 anderson st, loma linda, california 92354, USA, with corresponding e-mail: amohsen@llu.edu.].

Manufacturer narrative:
As reported in a research article, transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances contributed to the event, however this cannot be determined. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances as post-implant valvuloplasty was performed and valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.